Event description:
Allegedly revised due to adverse soft tissue reaction to particle debris.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in the (B)(6). This is the same event as 1043534-2013-01891. The event code is addressed in the package insert.

Manufacturer narrative:
This report was submitted it error. This is a duplicate of 1043534-2013-01998.